Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to fail the clip test. The instrument was installed on an in-house system and driven. Engagement and recognition test passed. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was unable to retain the clip and apply the clip. Grips open and close with no issue. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-clip applier instrument would not hold the clips. The user completed the procedure using the same system. No known impact or patient consequence was reported.